Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s daughter stated the patient experienced a hyperglycemic event on (B)(6) 2020. The patient had a urinary tract infection (uti) a couple of weeks before the event which had resolved. The day of the event, the patient started to feel weak and ill, her cgm displayed 100 mg/dl despite eating to increase her bg. The patient¿s family suspected the uti recurred contributing to the reported weakness; however, a finger stick bg was not performed. Emergency medical services (ems) was called and when they arrived, the patient was treated with IV fluids and glucose. The patient was transported to the emergency department (ed). Upon arrival, the sensor was removed and it was noted that the sensor wire was bent. The venous glucose was performed and was 1250 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka), an insulin drip was started, and the patient was admitted to the intensive care unit (ICU) for two days. The patient remained hospitalized for another two days, released home and their condition has improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.